Event description:
The home pt called baxter technical service and wanted to drain from dwell. The baxter technical service rep (tsr) assisted the home pt to bypass the home pt into drain 2. The home pt fills with 2700ml and the home pt drained 6319ml. The I-drain volume was 978ml. Drain 1 was bypassed after 91ml. The total uf was -2609ml. The tsr advised the home pt(hp) to call his nurse. The hp told the tsr that he does this all the time. Tsr explained the problem to the hp's daughter. Hp told the tsr during drain that he was having shortness of breath and bad chest pain during the dwell and thats why he called. The home pt was advised to call the rn in the morning. Through a follow-up discussion with the home pt's nurse, she stated that she had not been contacted regarding this specific event, but has talked to the home pt since 10-06-05. The pt was not admitted to the hosp, does not have an infection, his exit site is fine, and the pt is doing fine.